Manufacturer narrative:
(B)(4). Firing knob dislodged and damaged slip block assembly. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a fully fired reload loaded in the device. The damaged to the firing knob and slip block assembly is consistent with the device fired over thicker tissue that indicated. No functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? ---yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? ---yes. Was the rep present for this case? ---no. Was the cartridge loaded with the retaining cap on? ---no information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? ---no information. Did anyone move the firing knob to the left or right after loading the device but before firing? ---no information. Was buttressing material utilized? ---no information. Was the instrument fired across or near an existing staple line or clip? ---yes, across an existing staple line. Were any unexpected noises heard? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---firing force was higher. Was there any difficulty removing the device from the tissue? ---no. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? ---malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? ---no information. Was a leak test completed? ---no information. If the device locked out, did it lock out on tissue or prior to use on tissue? ---on tissue. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? ---no information. Was the firing to close an ostomy? ---no. Is a pathology specimen and/or report available? ---no information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) ---no information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? ---no information. How long has the surgeon been using this device for this procedure? ---no information what predicate device was used by the surgeon? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? ---in whole on the one side. Where the malforms on the line closest to the cut line or in all of the rows? ---all of rows on the one side. Where the staple legs unformed or did they have irregular shapes? ---various.

Event description:
It was reported that during a laparoscopic ileocecal resection, the firing knob was broken off when the device was fired on the ileocecal junction at the 4th firing. The device was used to perform functional-end-to-end anastomosis. The firing force was higher than expected. The staples of the patient's side were formed properly, but the other side were malformed. Additional suture was performed. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that he had not waited enough time after clamping.